Event description:
It was reported that the patient presented in clinic for follow up and was feeling dizzy. Upon review, the right ventricular lead exhibited high capture threshold and pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.

Manufacturer narrative:
Correction: field d4 was updated with correct serial number lead information.